Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did find one other report with the involved product code/lot# combination.

Event description:
The user facility reported that the insertion sheath was already kinked with the involved angio-seal device. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the insertion sheath was already kinked. The device was not used and hemostasis was successfully achieved by manual compression. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was unknown. No blood loss reported. There was no health damage to the patient.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.